Event description:
Description of event according to initial reporter: the filter would not open and a retrieval kit then had to be opened and the filter removed. Another filter then had to be opened and this one had no issues. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.